Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that she was trying to bolus for supper and the numbers kept scrolling. Customer stated that the esc button does not work. Customer's blood glucose was 123 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The pump had a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.